Manufacturer narrative:
(B)(4). Concomitant medical products: item number 166316 item name progressive por fmrl10x130 rt lot # 902170. Item number 139256 item name m2a-magnum 42-50 tpr insrtstd lot # 877460. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pseudotumor right hip, elevated metal ions, 60% tear gluteus medius tendon. Presented with increased pain, soft tissue mass/effusion, elevated cobalt and chromium, esr 48, crp 1.4, synovasure and biopsies negative for infection. Trunnion was without corrosion. Scar tissue excised, shell and femoral component well-fixed and left intact. Head/neck exchanged without complication a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01169.

Event description:
It was reported by legal that the patient underwent a right hip arthroplasty. Subsequently was revised twelve (12) years later due to pain, pseudotumor, and elevated metal ions. The shell and stem were left intact, and a dual mobility was placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.